Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d9. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was found that the subject device was manufactured before the design of the power switch was changed, and it was confirmed the power switch was not upgraded at the time of repair. Thus, it was determined that the cause was the design failure of the power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the power button on his olympus evis exera iii video system center was jammed in and would not power down. According to the initial reporter, this event was noted during procedure preparation and did not make patient contact.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was still equipped with the outdated main power switch, and it was stuck in the ¿off¿ position. This switch will need replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.